Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient rated the evaluation at 3 on a scale of 1-7 because they had more pain and burning when they voided. They had pain in their bladder and rated the therapy a 2. It was also reported that their bandages were loose. They changed back to the left side, but had less than 50% improvement. They were going to follow-up with a healthcare professional (hcp) if there was no improvement. It was noted that the gauze and bandage were coming off of their back. On 2017-06-10, it was reported that the patient had been waking up more at night and their leaks had increased. They changed from program 3 to 1. The next day, it was reported that the patient was in a lot of pain when they switched programs. They switched back to the original program and the pain went away. On 2017-07-19, it was reported that the patient had a urinary tract infection (uti) that was treated. Everything resolved and they underwent a successful implant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the infection was caused by bacteria in the patient's urine and was not device related. The patient was not weighed/patient weight unknown. There were no further complications reported or anticipated.